Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line tubing of homechoice cassette was damaged which resulted in a leak. This event was discovered during the draining process step and the patient was connected for therapy. When found, the patient replaced the set with a new one to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection identified a clean cut on the patient line tubing. An underwater pressure test was performed and found a leak at the cut tubing location. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.